Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. D10: concomitant device: truespan 24 degree peek, therapy date: (B)(6) 2024. UDI: (B)(4).

Event description:
It was reported by the sales rep that during a meniscal repair surgical procedure on (B)(6) 2024 the truespan 24 degree peek device plate detached after implantation. Changed to another device to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is event 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary. The products were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned devices. Two devices with the same lot number were received and evaluated. When performing the visual inspection, it could be observed that both devices do not show structural anomalies. The sleeves were removed from the shafts of both devices and it was verified that the sutures as well as the plates were not returned for evaluation. To test their functionality, the red triggers were pressed several times and they worked as intended, it was verified that the pusher shafts slide without anomalies. The overall complaint was unconfirmed as the observed conditions of both truespan 24 degree peek would not contribute to the complained devices issues. Based on the investigation findings, and since the plates were not returned for physical evaluation, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.